Event description:
Information was received from a healthcare provider via a manufacturing representative about an unknown patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient¿s device was not recording the instances when therapy was turned on or off. The patient¿s healthcare provider attempted to interrogate the system and review when the therapy was turned on and off, but there were no recordings of the patient doing so. The patient has essential tremor, so it was reported that the patient would utilize the therapy on/off function on a daily or near daily basis so many events should have been visible. It was reported that the healthcare provider did not re-interrogate (and reset buffers) before viewing the data. There were no symptoms reported. No complications or further complications were reported. It was not reported when the event occurred.